Event description:
Surgeon implanted a 36x52mm altrx liner and then implanted a 32 +1 biolox delta ceramic head, unaware of the mismatch until being informed later the same day. The patient was returned to the or the following morning to change the femoral head to a 36 +1.5. Rep was not present at the surgery where the error occurred. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The root cause is determined to be user error. The physician mistakenly implanted the wrong size femoral head for the liner that was used. Based on the root cause description, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.